Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 2.1 and 6.2 failed. As per part investigation, it was determined that there was thermal damage observed on the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of multiple drawers' failure was confirmed during fse (field service engineer) testing and verification of thermal damage was subsequently confirmed during dchu investigation process. According to work order#: (B)(4) the fse reported that drawers 2.1 and 6.1 had failures. 2.1 e6 cubie presented bad read write issues. The fse replaced 6.1 retractor band and checked connections. The fse successfully recovered storage space. The fse removed 2.1 e6 cubie and emptied in hta. The fse replaced cubie and it successfully was recognized. The fse found 4.1 retractor band in bad condition and replaced it. The fse verified ops in hta and passed with no issues observed. During dchu visual inspection: p/n: 353844-01 (1): the part was received in good condition with no cuts, bents, signs of fluid ingress, thermal damage or any physical anomaly observed. P/n: 353844-01 (2): the flat flex cable copper strands of the second retractor band had adjacent strands in contact, with associated thermal damage. During dchu testing: p/n: 353844-01 (1): the first retractor band was tested on an esd protected surface using a calibrated digital multimeter. Continuity testing was performed with successful results al cable pins showed correct continuity with no interrupted signals. Then the retractor band was mounted on a known good dchu drawer and hardware test application was fully applied, as a result all test sequences were passed with no anomalies or intermittent behavior observed. P/n: 353844-01 (2): no dchu testing was required due to the observed thermal damage during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue es multiple drawers' failure was determined to be a thermally damaged assy retractor dwr hh cubie (p/n: 35384401), which resulted in a systemic failure that prevented multiple drawers from functioning correctly.